Event description:
Note: this MFR report pertains to the first of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01377 and 3005099803-2013-01378 for a description of the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced pain, suffering, disability, impairment, and the inability to engage in chosen and necessary activities. According to the physician, no patient complications were reported following the procedure. The patient returned to the physician's office twice, with the most recent appointment on (B)(6) 2011. No patient complaints or subjective findings were reported. All other information is unknown and unavailable.